Manufacturer narrative:
(B)(4). Results of investigation: the carefusion field service representative evaluated the unit and was unable to reproduce the reported event. The flow sensor was replaced as a precaution and the unit was tested, it meets all company specifications.

Event description:
The customer stated that this vent is giving a "xcdr fault" alarm. There was no patient involvement at the time of the incident.